Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of broken trailing haptics; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that a surgeon stated they were having multiple issues with broken trailing haptic as they are coming out of the inserter. Additional information requested and received stating suspected problem likely was with both the injector and the lenses.